Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during shaping of the guide wire tip resulted in the reported unraveling tip. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that while practicing tip shaping of a hi-torque turntrac guide wire, the tip was noted to unravel. The guide wire was discarded. There was no patient involvement. No additional information was provided.